Event description:
It was reported that they were getting a run time error, which shut the system down and lost the patient image. Due to this, the patient had to be re-exposed. The system was rebooted, reset and the backup restored. Once this was done, the unit is working as intended.